Event description:
A mortuary called to request a return product kit for an explanted generator from a deceased patient. It was reported that no information regarding the patient was available. Attempts to obtain additional information have been unsuccessful to date. The explanted generator is expected to be returned, but has not been received to date.